Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l72525, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that after the leads had moved, the implant was removed. Additionally, they took his fourth lead out, but he still has all of the remaining leads in his body. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# l72525, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported their lead leads moved and the implantable neurostimulator (ins) died. The system was removed (B)(6) 2016. No patient symptoms were reported. The indication for implant was multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.